Event description:
The external pulse generator was returned for correction in accordance with the field advisory and subsequently tested out of specification at the manufacturer. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case was broken, that the ring cover was contaminated and two side bail covers were broken, that the battery contacts were compressed and the ring bent.